Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the other issue we have is with the bd plastipak 20/30 ml syringes. We have noticed that there are variances in stiction of these syringes with some supplied syringes having a very stiff plunger. This could also be a factor in false occlusion alarms. We cannot tie this down to just a batch issue so it might be a quality control problem."

Event description:
It was reported that the unspecified bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the other issue we have is with the bd plastipak 20/30 ml syringes. We have noticed that there are variances in stiction of these syringes with some supplied syringes having a very stiff plunger. This could also be a factor in false occlusion alarms. We cannot tie this down to just a batch issue so it might be a quality control problem."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.